Event description:
Checking on pt and noticed blood coming from central venous line at the filter extension. Stopped total parenteral nutrition and noted luer lock distal to the filter had inappropriately separated. Flushed catheter and changed tubing. No noted adverse effects on pt at the time.